Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the reporter contacted lifescan (lfs) alleging an "error 2" issue with a one touch ultra meter. The reporter indicated that the alleged issue started on (B) (6) 2010 at around 5:00 pm. Five minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of sweating, shakiness, weakness, and feeling cold and sick to his stomach. Around the same time the alleged issue began, the patient administered self-treatment by consuming glucose gel/tablets. The patient reportedly also skipped an evening dose of lantus insulin. The alleged "error 2" issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged issue began.